Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that during the system implant surgery performed on (B)(6) 2014 a large "ski needle" and suture were left inside the patient after the completion of the surgery. Embedded in the liver, the needle and suture were located along the right hepatic dome and undersurface of the right hemidiaphragm. This ski needle and suture were used to implant the leads for the device. There was a CT scan of the patient's abdomen and pelvis performed on (B)(6) 2014, which revealed a clear presence of the needle on the CT. However, there was no mention of it in the corresponding radiology report. The patient was falsely told her abdominal pain was all in her head. The patient was told she needed psychological counseling. They were referred to a clinical psychologist who specialized in "psychological aspects of pain and other symptoms." This left the patient questioning her body, feeling, and sanity. All the while, she was still suffering tremendous pain. She suffered for more than a year after the initial surgery. The needle could clearly be seen on a routine x-ray in (B)(6) of 2015 when the patient saw their pulmonologist. It was further reported by the patient on (B)(6) 2015 that she was planning to have laparoscopic surgery to remove the foreign metal object on the right side of her abdomen by the liver. An x-ray showed it in the past but it was brought to her attention recently. The needle and the suture were successfully removed on (B)(6) 2015. Some post-surgical complication set in and the patient did not fully recover until (B)(6) 2016. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.